Event description:
Pt. Under going laparoscopic salpingo oopherectomy using atb45 (#1). Device would not lock, second device (#2) could not be unlocked. Additional port (#3) and 3rd device used to achieve transection and free device #2. Hemostasis not achieved and laparotomy performed. Lot #for both devices taxa75.